Event description:
It was reported that upon booting up the programmer displayed an error message which kept the patient data from clearing. It was further reported that the fan was not working properly. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the fan was not working properly and an error was displayed. It was also noted that the keyboard connector was broken and the power cord door was broken.